Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 7 months post-implant, it was reported that the patient noticed that his pump values had changed, including the pulsatility index (pi) values which had increased to greater than 10. The patient was reportedly in good condition and was asymptomatic. An echocardiogram was performed and no areas of concern were seen. The patient¿s system controller was exchanged and the pump parameters returned to a normal range. During the manufacturer¿s analysis of the system controller, damage to a drive circuitry component of the internal printed circuit board was observed.

Manufacturer narrative:
The approximate age of the device is 2 years and 7 months. The event occurred at (B)(6). The patient¿s system controller event history was retrieved and confirmed the reported event of an increase in the pulsatility (pi) index values. The returned system controller was evaluated and the internal printed circuit boards (pcb) revealed an electrically damaged drive circuitry component on the main pcb. The damaged component resulted in the system controller incorrectly calculating the pi values. The evaluation could not conclusively determine the root cause of the damaged component. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.